Manufacturer narrative:
Concomitant products: product ID 3998, lot # v821942, implanted: (B)(6) 2012, explanted: (B)(6) 2014; product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported the patient¿s lead ¿migrated almost out of the epidural space.¿ it was stated the patient¿s lead was explanted and replaced as a result of the event. It was noted the patient had experienced symptoms of a burning sensation, pain, and less than 50% therapy relief at their lead location. Additional information noted the patient was recovering at home eight days after initial report. Further information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Follow up information received reported that manufacturer¿s representative spoke to the patient¿s family member who was going to cal l them when they were ready to reprogram the new device but nothing had been heard from the patient or family member yet. If additional information is received, a follow up report will be sent.